Manufacturer narrative:
Device or other product related factors (i.e. Design, qc, labeling) possibly contributing to the health hazard: a defect in the materials used to construct the interbody or the anchors could contribute to a product malfunction. However, based on a review of the drawing and dhrs, the interbodies and anchors were manufactured to the proper specifications. No anomalies were found during review of the manufacturing records. Device was not returned, therefore unable to determine if deformities were present. Use related, user, or human performance contributing factors: customer reported that the patient suffered from a fall during a tailgating event that resulted in impact trauma to the spine resulting in the anchors backing out of the interbody. Device was implanted on (B)(6) 2023 and the fall occurred some time between on (B)(6) 2023 and the complaint submission date on (B)(6) 2023. Per IFU-021 and fme-029 ref #4y/4z, the patient should not place significant loads on the spine during the first three months post-op. Based on the investigation activities documented within this complaint file, the impact trauma from the patient falling out of a truck during the 3-month post-op recovery period resulted in the anchors backing out of the interbody. Conclusions: based on this analysis, the impact trauma from the patient falling out of a truck during the 3-month post-op recovery period resulted in the anchors backing out of the interbody. Although the complaint was received on (B)(6) 2023, the complaint was not identified as a MDR event as the fall was not considered a serious injury requiring surgical intervention and the doctor informed that a revision surgery was not to occur. However, wentz international reported on (B)(6) 2023 that the doctor decided to schedule a revision surgery to remove the anchors and maintain the interbody with a cervical plate. Therefore, as of july 17, 2023, the event met the requirements of a MDR event and was reported on july 18, 2023.

Event description:
On june 16, 2023 wentz international stated, "good morning. I just learned that our last ti stand alone patient had a bad fall and 1 of the anchors has migrated out of the cage" additional details received june 22, 2023: "patient was doing well after case, but had a fall off of a truck tailgate onto his shoulder and back, hitting his head on the pavement. Patient complained of discomfort in his neck at his post op follow up visit with the doctor. An x-ray was taken and the bottom / caudal anchor has appeared to migrate approx. 2mm anterior. It is still inside the cage, has not backed all the way out. Doctor is currently not planning to revise" on july 17, 2023 wentz international reported that the doctor scheduled a revision procedure for on (B)(6) 2023 to remove the anchors and to place a cervical plate making the event met the requirement MDR submission.